Event description:
It was reported that the recently re-implanted vns patient¿s device was tested and system diagnostic results revealed high impedance (impedance value >= 10000 ohms). It was noted that the patient was unable to perceive magnet mode stimulation. X-rays dated were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin does not appear to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance was likely incomplete lead pin insertion. The patient underwent surgery on (B)(6) 2014. The patient¿s lead pin was reinserted into the generator header and lead impedance (impedance value - 3800 ohms) was within normal limits thereafter.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed incomplete lead pin insertion.